Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device displayed an e8 error code. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the temperature test motor stopped running while the device was still running. During repair, it was discovered that the flex circuit encasement was split. It was determined that the e8 error was due to an electrical pin on the green wire which controled the hall sensor and was pushed back in the connector that caused the e8 error. This was indicative of improperly aligning the connector to the console when plugging it in and causing the electrical pin to be pushed back. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures not followed as per directions for use, which is user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.